Manufacturer narrative:
(B)(4)

Event description:
The patient had tricuspid regurgitation which was causing issues with this lead. The physician decided to explant it and put in an epicardial lead. No adverse patient events were reported.

Manufacturer narrative:
Removed the check box indicating this device was returned for analysis. It has not been returned. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.